Event description:
A pt underwent a mr breast exam that was completed in 2009. According to the customer site, the pt was properly padded, and was wearing appropriate earplugs. Additionally, the technologist indicated that it is the site's policy to use both ear plugs and head phones during mr exams. The following sequences were performed: 3 plane loc, asset cal scan, axial 3d t1, sagittal vibrant, axial 3d t1, sagittal t2. According to the technologist, no anomalies occurred during the exam. Several days after the exam, the customer site received communication from the pt. The pt indicated that she had seen a physician who diagnosed her of sustaining hearing loss and nerve damage. Neither ge nor the customer site was able to obtain additional info regarding the details of the diagnosis, the extent of the alleged injury, or details on medical treatment received by the pt.

Manufacturer narrative:
Ge made several attempts to obtain details of the injury and diagnosis from the customer site. The site indicated that it is unable to confirm from the pt, the extent of the injury, and details surrounding the diagnosis. Investigation is still ongoing.